Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported the unit will not turn on. There was no patient involvement. The customer received remote servicing from the manufacturer's field service engineer who suggested to change the power management board to troubleshoot. The customer confirmed the power management board was the problem and ordered a new one. The customer installed the new power management board and the issue is resolved.